Event description:
The patient underwent a lead and generator replacement. The reason for generator replacement was indicated as prophylactic. The explant facility historically discards explanted products; therefore, the return of the suspect device is not expected to date. No further relevant information has been received to date.

Event description:
It was initially reported that the patient was scheduled for a possible lead and generator replacement surgery, and information was later received that the surgery was being taken due to tightness/pain in the neck area. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.